Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of a pump stop while the patient was operating on 14 volt batteries. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file contained events and data from 26dec2022 through 09jan2023, per the timestamps. A pump stop was captured on 09jan2023 while the patient was operating on 14 volt batteries. The pump stop event was associated with low speed hazard and low flow hazard alarms. The pump regained speed following this event and operated at or above the low speed limit for the remaining duration of the file. The type of behavior captured within log file could be indicative of a potential driveline issue, resulting from a phase-to-phase short. It should be noted that no external power, low battery hazard, and backup battery in use events were captured during the abnormal pump operation and appeared to be associated with the suspected driveline damage. No other notable events or alarms were captured. The account indicated on 23jan2023 that there were no further alarms after the reported event. X-ray imaging was not performed. It was planned to keep the patient at home on an ungrounded patient cable with regular visits to the outpatient clinic. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), driveline, serial number (B)(6), and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii lvas patient handbook, are currently available. Section 6 of the IFU, "patient care and management", under ¿pump performance monitoring¿, covers wear and tear to the percutaneous lead. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed, low flow, and pump off alarms) and how to respond to such events. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a red heart alarm occurred on the system controller and the pump was unable to maintain the set speed while on battery support. The external backup battery (ebb) took control for a few seconds until battery support came back.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.